Event description:
It was reported the lead would not capture and there were sensing issues. It was also reported that the lead had no capture at maximum output. The lead will be replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.